Event description:
Reportedly, during patient use, the unit alarmed, "backup battery failure". The pt was transferred to another ventilator. There was no serious patient injury or negative consequences reported.

Manufacturer narrative:
(B)(4).